Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The numbers were rolling up on their own. She inserted a new battery in the insulin pump and received a failed battery test. Her blood glucose level was 88 mg/dl. It was possible her insulin pump was exposed to moisture. The part where the drive support cap is located fell off the insulin pump about nine months ago. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.